Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a revision surgery to convert a previous surgery to full correction. Intra-op, while trying to remove the screws insitu, the screwdriver twisted. As the hex head twisted, the screws could not be loaded in the driver; hence, they became stuck. As the screws could not be removed, as many screws were placed as possible along the apex. Then, in order to secure the correction to the previous insitu metal work, the implants from previous surgery (that were stuck insitu) were connected to the newly implanted screws using rods and axial dominos. No patient complications were reported.